Manufacturer narrative:
Additional information was added to h3, h4, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph observed that the blue side clamp and roller clamp were inverted with respect to the chamber. The reported condition was verified. The most likely cause for the condition was that the operator assembled the roller clamp and blue slide clamp sub-assembly in the incorrect position into the y-connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was incorrectly assembled; the blue slide clamp was located below the flow regulator (roller clamp). This was observed during preparation for administering parenteral nutrition; however, the set was not attached to a patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.